Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-06651. It was reported the patient experienced ineffective therapy due to lead migration. Diagnostics indicated that the leads had high impedance. As result, the leads were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported

Manufacturer narrative:
Date of event: event date is an estimate.